Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with the maxid 23/48 kit w/out sidehole. The customer stated that ruptures showed on the joint between the suture wing and the catheter. The catheter was pulled and replaced. There was no patient injury.

Manufacturer narrative:
Submit date: (B)(4) 2013. And investigation is currently underway. Upon completion, the results will be forwarded.